Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a battery that would not light up. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined. A supplemental report will be submitted upon receipt of additional information. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the battery to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Updated sections: e1 (site country). Corrected sections: e1 (reporter & email), h6(health impact).

Event description:
It was reported during preventive maintenance performed by a getinge field service engineer (gfse), that the cardiosave intra-aortic balloon pump (iabp) had a battery that would not light up and the doppler tether required replacement. There was no patient involvement.